Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high thresholds on the left ventricular (lv) lead, and when the lv lead was programmed to higher outputs the patient experienced diaphragmatic stimulation. It was noted the crt-d also declared pacemaker mediated tachycardia (pmt) episodes, however, they were not true pmt episodes. In addition, the right atrial (ra) lead exhibited high out-of-range (oor) pacing impedances, measuring greater than 2000 ohms. Boston scientific technical services (ts) discussed reprogramming options. This crt-d system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high thresholds on the left ventricular (lv) lead, and when the lv lead was programmed to higher outputs the patient experienced diaphragmatic stimulation. It was noted the crt-d also declared pacemaker mediated tachycardia (pmt) episodes, however, they were not true pmt episodes. In addition, the right atrial (ra) lead exhibited high out-of-range (oor) pacing impedances, measuring greater than 2000 ohms. Boston scientific technical services (ts) discussed reprogramming options. This crt-d system remains in service. No adverse patient effects were reported. Additional information was received which indicated the ra was surgically abandoned and replaced. This crt-d was explanted and replaced. No additional adverse patient effects were reported.